Event description:
A pump malfunction was reported when a small child accidentally jumped into a baby pool, causing a stuck button alarm known as alarm 22, which persisted even after attempting to restart the pump. There was no reported impact on the child¿s blood glucose level due to the incident. The child's parents removed the pump case, but the alarm continued, leading to the inability to resume insulin delivery. As a corrective action, technical support arranged to replace the pump, instructed the parents on placing the pump in storage mode, and provided a pre-paid label for its return. Meanwhile, the family opted to use multiple daily injections as a backup insulin therapy.